Event description:
It was reported: "I¿m emailing to get in touch regarding an incident we have experienced with a bd saf-t-intima 24 ga x 0.75in (0.7 x 19 mm) cannula at our hospice. The incident occurred on (B)(6) 2026 and was reported via our incident management system. A new cannula was inserted by one of our nurses into one of our inpatients with the intention to administer subcutaneous fluids. Initially the cannula seemed fine however after 45 mins the cannula had migrated out and the fluids were leaking around the patient. At this time it was noticed that a small piece of needle measuring less than 1cm had snapped off and was dislodged at the bottom of the cannula tube next to the yellow y-bung. When the needle was removed from the cannula after insertion fragments of the needle were not seen/detected in the cannula tube. The lot number for the bd saf-t-intima cannula is 5268094 and the expiry; 13/10/2029. Unfortunately, we didn¿t retain the equipment or take a photograph. The patient was unharmed by this event and a new cannula was inserted. Site was monitored frequently without any adverse effects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.